Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 15cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states the patient's device had not been inflating for approximately three months beginning in (B)(6) 2019.